Event description:
According to the reporter, the customer has a defective capsule which failed to transmit. Additional information via medtronic technical support revealed on (B)(6) 2017 that the event was a bravo capsule failed to attach, which is a reportable event. There was no harm to the patient or user due to the alleged device malfunction, however a repeat bravo procedure was performed. It was reported that no medical intervention was needed. An endoscopy was performed prior to the procedure and the patients esophagus appeared to be normal. There was nothing unusual about the patient or the procedure which led to the failure to attach. The user has been performing bravo for over five years and was trained by a given representative. It was reported that no lubricant was used to facilitate capsule placement. The device is expected to be returned to medtronic for evaluation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. No bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not returned for investigation. Visual inspection was no completed as no same was returned. If information is provided in the future, a supplemental report will be issued.